Event description:
It was reported that the patient was in the hospital for a bladder infection and could not get her device to turn off. It was also noted that the device would increase stimulation on its own. Further information is being requested from the hcp.